Manufacturer narrative:
Date of event: used the first date of the bsc aware date as no information was provided.

Event description:
It was reported that deflation issues were encountered. A 10.0 x 80, 135cm mustang balloon catheter was advanced for dilatation. However, during the procedure, deflation issues occurred. The procedure was completed successfully and there were no patient complications reported.